Event description:
It was reported that the day of the implant procedure, the left ventricular (lv) lead exhibited dislodgement and pulled back out of the coronary sinus. It was noted the dislodged lead had loss of capture and the patient developed complete heart block at the same time, resulting in moments of asystole. The lv lead was repositioned and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.